Manufacturer narrative:
The technician replaced the missing siderail latch shoulder bolts to repair the stretcher.

Event description:
Info received indicates both siderails on the stretcher not latching due to missing latch shoulder bolts.